Event description:
It was reported that the left ventricular lead exhibited loss of capture. Lead dislodgement was observed via fluoroscopy. The lead was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.